Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/11/2022. Additional information: a2, b7, d3.

Manufacturer narrative:
Date sent to the FDA: 1/19/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient code: 2240,1695,1930,3189 - surgical intervention. It was reported that the patient underwent mesh removal on (B)(6) 2014 due to infection, lysis of adhesions, and repair of incisional hernia.